Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previously filed medwatch, new information was received indicating that the occurrence date was actually (B)(6), 2011.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of stroke, weakness and myocardial infarction (mi) are known potential adverse events as listed in the xact instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that after the xact stent implantation in the left internal carotid artery, the patient experienced a stroke with mild right arm and leg weakness. No treatment was provided. On day 6 after the carotid procedure the patient experienced a myocardial infarction. No treatment was provided. The patient was discharged to home 13 days after the procedure. No additional information was provided.